Event description:
It was reported that during the surgery, after fired, noted that the device was broken. Changed the new one to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch #: 108a68. Additional information was requested and the following was received: what part broke (closing trigger, firing trigger, handle, jaws, etc.)? Rotation issue. Did any piece break off of the device? No. If yes, did it fall into the patient? No. If yes, how was it retrieved? Na. Did this alter the procedure in any way? No. Were there any issues with the jaws of the stapler (visibly damaged)? No. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? No. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? No. Were any unusual or unexpected noises heard during time of use? No. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was received with a damaged frame and broken in two parts and a gst60d reload was loaded on the device. The reload was received partially fired 1/3. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage to the device, it is possible that outside the normal use force was applied on the distal jaw creating a torque on the retainer channel proximal and the frame breaking both parts. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.